Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer cannot clear the alarm and was advised to remove the battery. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer stated that the keypad was stuck while he was trying to program a bolus. Customer mentioned that he wears the pump in his pants pocket and sweats a lot. Customer was advised to keep the pump out of contact with moisture as much as possible. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.